Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or no delivery alarm noted and the motor passed motor test. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's mother reported via phone call that the insulin pump alarmed motor error a couple of times and multiple no delivery alarms. The patient's blood glucose at the time of incident was 400 mg/dl, which he treated with a 5-unit manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to successfully rewind the device. However, troubleshooting was declined for the high blood glucose and no delivery alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.